Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have had deep scratches which could not be sterilized anymore. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reported was unable to provide additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were .021¿ - .121¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to misuse. Additional observations not reported by site were that the instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. The instrument was also found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps (part# 471172-16 / lot# k10210823 0227 ) associated with this event has been performed. Per this review of the logs, the instrument was last used on 08-mar-2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. See attachment. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.